Manufacturer narrative:
A review of the latitude date by technical services noted that several episodes were triggered by myopotential oversensing, and the longest ventricular pause due to pacing inhibition was > 2 seconds. Technical services discussed that myopotential oversensing is likely caused by diaphragmatic/abdominal muscle contractions. Technical services also discussed programming options. For more detailed analysis data disk was requested if possible to obtain. At this time the system remains implanted.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of noise and oversensing which resulted in inappropriate shocks and pacing inhibition, exhibited by a competitor's lead. It was noted that the noise could not be reproduced with patient isometrics or valsalva. There was also a high number of stored episodes. The patient noted feeling a large 'thump' during the episode, but there were no adverse patient effects reported. It was noted that the device was successfully reprogrammed. Additional information was provided that ts discussed further troubleshooting options, and recommended close follow-up of the patient, in approximately one month. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes most recent information was received which noted that noise and pacing inhibition was note when reviewing the patient latitude data. During a follow up manipulation of the pectoral and abdominal contractions to try and recreate the noise seen on the right ventricular lead was not successful, however, deep inhalation did in fact cause the exact noise seen in the episodes flagged up from the latitude system. All measurements were within normal values. Due to the fact that on one episode noise did inhibition pacing the right ventricular sensitivity was reprogrammed as a precautionary measure. A request for further optimization was sent technical services. Technical services discussed noise and programming options. Further information provided noted that the right ventricular lead implanted has previously been reported to have provided inappropriate shock following pacing inhibition due to noise when implanted with another device. The old device was reprogrammed and no further issues were noted until recently with the new device and previously implanted right ventricular lead.